Event description:
It was reported that while stimulation was turned on, there was an overstimulation sensation while lying in bed. A high impedance was reported on one electrode. The pt was at home and status was reported as fair. Health care provider did not know if this was device related and advised pt to turn amplitude down at night. The pt outcome was reported as no injury.

Manufacturer narrative:
(B)(4).